Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Left ventricular (lv) impedance is stable. Left ventricular capture management is off - unable to verify threshold.

Event description:
It was reported that the left ventricular (lv) lead dislodged one or two days after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.